Event description:
A peritoneal dialysis pt has reported that dialysis solution was leaking out of the cassette and into the cycler. Upon removing the tubing set following treatment, fluid was noticed on the back side of the cassette and inside the cycler cassette compartment. Pt had no ill effects. Sample was discarded by the user facility; sample is not available.